Event description:
Reporter alleged blood glucose read 450 mg/dl at 8:20 and one minute later read 145 mg/dl and a retest of another minute read 135 mg/dl. No actions or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.